Manufacturer narrative:
The customer's complaint could not be confirmed. However, the bearings, retaining ring, seals, o-rings and shaft key are worn. Also, parts are contaminated and calcified. The worn parts were replaced. The handpiece was cleaned and successfully tested to specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was returned for analysis. Device evaluation anticipated but not yet begun.

Event description:
The customer reported that the blade is turning without activating the pedal. There was no patient impact.